Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high capture thresholds, and the lead's impedance was trending down. The physician was aware the high capture thresholds had been occurring for some time. The physician decided to replace the lead the same day as the generator change. Prior to the procedure, the high capture thresholds remained, and the low impedance was discovered. The lead was replaced. No additional adverse patient effects were reported.